Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb534, mini endo pocket bag was being used on (B)(6) 2022 and ¿the black plastic piece at the end of the conmed mini endo pocket came off of the device and had to be retrieved out of the patient. Used another instrument to remove portion that came off¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The patient was reported as stable. The procedure was completed without an alternate device. There was a 20 minute delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.